Event description:
We were informed about an event where a barco monitor changed colour and showed interference on the screen during a turp procedure using diathermy. This was experienced by a surgeon at a critical time in the procedure. The procedure was proceeded by using another monitor. There was no harm to the patient.